Event description:
It was reported the patient initially had effect at implant, but had experienced a loss of therapeutic effect and feeling since then. In addition, the patient reported having more pain than before the procedure. The patient did see the ¿poor communication¿ screen, but was able to get the programmer to connect, but then it would shut off. About a month and half later, the patient saw their physician¿s assistant because it ¿wasn¿t working at all¿ and they weren¿t feeling stimulation. Their settings were changed and they were also prescribed flomax. Since that time, their symptoms had gradually gotten worse and the patient was having trouble ¿going again.¿ it was also noted the patient was feeling stimulation where the implant was. The patient experienced sharp pain at the implant site when stimulation was turned on low and increased slowly. It was stated that it ¿felt like it was getting really warm/hot inside¿ of the patient after the patient had inquired if the ¿machine¿ was supposed to get warm. A warm feeling on the patient¿s back was not ed. It was stated that it started getting warm the day prior to the report. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0jmzs, implanted: (B)(6) 2014, product type lead. (B)(4).